Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the patient's pacemaker and the left ventricular (lv) lead exhibited high capture threshold. The pacemaker was explanted and replaced; however no intervention was done to the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was confirmed. The device was received with normal telemetry, normal output and device battery was depleted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.